Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 400 mg/dl. The customer also experienced chest pain. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Found that the customer was changing the infusion sets every four days, and wasn't rotating the insertion sites very well. Also, the caller reported that the customer was getting bent cannulas. The caller stated that she would be speaking with the customer about proper protocol. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.